Event description:
It was reported that the patient was thought to be having an allergic reaction to titanium. The patient met with a company representative on (B)(6) 2014 for reprogramming and the patient stated she had a burning sensation in the pocket. The patients skin did not look inflamed nor swollen during the programming session. Impedances were normal. Of note, the patient had a previous rejection to titanium screws in her finger in addition, from a non-related accident and surgery. The burning sensation had initially gone away, but it returned several days later and was also down her arms. The patient had turned off her stimulator but still felt the burning sensation in her arms and the device pocket. The patient had fallen the weekend prior to meeting with the company representative and stated the pocket had become swollen at that time. It was further reported that the date of the fall was (B)(6) 2014. It was clarified that on (B)(6) 2014, the company representative observed slight puffiness in the pocket area, but no redness or warmth. The incision site was closed and had no evidence of infection. The patient was referred for allergy testing at an allergist. It was further stated on (B)(6) 2014 that the device pocket was still swollen and the burning sensation was still present. It was clarified that the patient had fallen on the stimulator. The patient was also sore at the pocket site. The patient was feeling stimulation. It was further reported that the patients allergy testing appointment could not be scheduled until (B)(6) 2014. She requested that the entire system be removed prior to that date. Her system was explanted on (B)(6) 2014. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported by the patients physician that the cause of the device was attributed to the stimulator. There were no visible symptoms. There were no injuries noted and the patient was not hospitalized.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), implanted: explanted: product type recharger product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97791, lot # unknown, product type accessory; product ID 97791, lot # unknown, product type accessory. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the stimulator revealed no significant anomalies. Final device analysis of the lead serial (B)(4) revealed no significant anomalies. Final device analysis of the lead serial (B)(4) revealed no significant anomalies. Final device analysis of anchor #1 revealed no significant anomalies. Final device analysis of anchor #2 revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.